Manufacturer narrative:
The shoulder pack was returned for evaluation. Failure analysis revealed a damaged swivel snap hook. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack metal carabiners broke and the patient was embarrassed trying to catch the bag as it tugged on the driveline. The bag was exchanged and has been returned. No patient complications have been reported as a result of this event.